Manufacturer narrative:
The field service engineer (fse) advised the customer to monitor the humidity inside the laboratory. The investigation is ongoing.

Event description:
The initial reporter received discrepant alb2 albumin gen.2, tp2 total protein gen.2 and igg-2 tina-quant igg gen.2 results for 1 csf patient sample tested on a cobas 6000 c 501 module. The questionable results were not reported outside of the laboratory. The initial albumin result at 11:09 am was 0 mg/l. The repeat result at 2:07 pm was 258 mg/l. The initial total protein result at 11:09 am was 0.02 g/l. The repeat result at 2:07 pm was 0.40 g/l. The initial igg result at 11:09 am was 0.2 mg/l. The repeat result at 2:07 pm was 30.8 mg/l. The albumin reagent lot number is 572251. The total protein reagent lot number is 599448. The igg reagent lot number is 493179. The expiration dates of the reagents were requested but not provided.

Manufacturer narrative:
The igg, albumin and total protein qc data did not indicate an issue. The daily alarm trace did not indicate an issue. The pre-analytical data did not indicate an issue. The investigation determined that the issue was due to sample quality.